Manufacturer narrative:
As reported, when the surgeon grasped the ventralight st w/ echo 2 ps one of the purple coils detached from the device. The subject device has been discarded by the user facility and is not available for evaluation. Based on the information provided, and not having the sample to evaluate, no conclusions can be made. However, it is possible that while positioning the device, after being inserted, the mesh was grasped in a coil location causing the coil to detach from the device. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 60 units released for distribution in january 2024. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic ventral hernia repair procedure, the ventralight st w/ echo 2 ps was inserted down a 12mm trocar without difficulty. While implanting the mesh the standard lap grasper tore (detached) the purple coil present in the mesh. The device, including the detached purple coil was removed from the patient and another ventralight st mesh w/ echo 2 ps was used to successfully complete the case. As reported the surgeon has experience with this procedure however this was the first time with mesh. There was no patient injury.